Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there is no defect. A functional test was performed and found defective printed wiring assembly (pwa) and motor. The customer reported issue was confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. The pwa and motor were replaced to correct the issue. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported the pump beeped and turned off. When plugged in and turned on, the message that appeared was ¿power loss during infusion, replace aa batteries¿, it does not use batteries, but a rechargeable battery. The patient tried another battery, and the same thing happened after a while. The status of the product was before deliver the medication. There was no patient involvement, and no harm as a result of this event.